Event description:
It was reported that after the customer filled the cartridge, there was insulin that leaked out of the septum. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.